Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that in the morning before school, the patient¿s cgm was displaying 200 mg/dl. No bg meter comparison value was taken. The patient¿s parent treated the patient with 1.5 units of insulin via injection. The patient appeared slightly tired but otherwise stable and was sent to school. Around 815am, the patient¿s school nurse saw the patient and his cgm was reading 290 mg/dl while the bg meter was reading high mg/dl. The patient was experiencing a stomachache, lethargy, and was vomiting. A urine ketone test showed a high ketone level, which the school nurse stated was ¿dka¿ (self-diagnosed). The school nurse then administered 3 units of insulin via injection to the patient as treatment. The patient¿s parent called the patient¿s doctor who advised the patient increase his fluid intake and provide him with more insulin. Over the course of 5 hours, the patient received a total of 9 units of insulin via injection. The patient¿s cgm was also removed. Following treatment, the patient¿s ketone level decreased to moderate and his bg level began to trend downward. After 5 hours, the patient¿s bg meter reading was within the 300 mg/dl range and his symptoms had resolved. The patent was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.